Manufacturer narrative:
Lot number and device manufacture date provided.

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.(B)(4)

Manufacturer narrative:
\ Patient identifier, age and weight were not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. \return requested for solera 5.5/6.0 mas driver. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's cannulated driver was damaged when placing a screw. No further details regarding the damage were provided. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.